Event description:
Procedure: lap gastric bypass. According to the reporter: the stapler fired in normal fashion but no formed staples were present in the tissue causing the stomach to be transected and not sealed. The surgeon had to hand suture the pouch and perform a partial remnant gastrectomy. No reinforcement material used. Patient current condition is recovering. The surgeon believes no staples were deployed.

Manufacturer narrative:
(B)(4).